Event description:
The patient reported his infusion set outer tubing separated at the luer lock connection. He stated that he noticed it when he came home from work and changed his clothing. He stated that he did not observe any insulin leakage. He reported that his blood glucose value was not affected. The patient stated that he changed his infusion set immediately after he noticed the separation. The patient did not require assistance from a health care professional or second party to address the issue. The product was requested to be returned for evaluation.